Manufacturer narrative:
(B)(4). System updates pending. Results: known inherent risk of procedure. The esheath was returned to edwards for evaluation. Visual inspection of the sheath revealed the sheath distal tip was torn with no pieces missing. Light scratches on the sheath were observed and the liner was expanded as designed. No other abnormalities were observed on the sheath. No functional testing or dimensional analysis of the sheath was performed due to the condition of the returned device. No relevant dimensional testing related to the damaged sheath distal tip was able to be performed due to the condition of the device. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During the manufacturing process, component level inspections are performed as well as 200% final manufacturing and quality inspections. During final inspections, the sheath shafts are visually inspected without magnification for wrinkles, kinks bends or mechanical damage, surface defects, protruding or missing material, dents, cuts, cross linking of the hdpe across the liner, holes or tears, delamination and witness lines with exposed liner. Visual inspection with 2.5x magnification is performed for remnant lines, seam separation and stress lines on the seam, and visual inspection of the sheath tip is also performed under 10x magnification. After sterilization, samples from each lot are also visually inspected for seam separation along the entire length of the sheath. In this case, the complaint for sheath distal tip torn was confirmed through visual inspection of the returned device. Distal tip tearing was previously investigated by edwards lifesciences. Engineering studies performed for similar events confirmed that the likely root cause of radial tears in the esheath distal tip is insufficient/improper ID scoring at the distal tip during the distal tip scoring process and this process was updated. It is possible that a manufacturing issue (insufficient/improper ID scoring at the distal tip) may have contributed to the complaint. However, a definite root cause was unable to be determined. The complaint of sheath shaft resistance with delivery system was also confirmed based on the visual inspection of the returned device; however, no potential manufacturing non-conformances were identified. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s access vessel minimum luminal diameter measured 6.9mm with vessel calcification and tortuosity noted on the pre-op CT. Procedural factors (improper device prep, manipulation of the devices), in addition to patient factors (vessel calcification, vessel tortuosity) may have contributed to the event. It is important to note that the tip tear did not result in separation of any material and there was no injury to the patient. A possible manufacturing defect was confirmed on the returned sample. Awareness training was previously performed after the completion of the scoring operation of the affected lot. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the march 2017 control limits for the failure modes. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, insertion of a dilator and 16fr esheath went well. No issues were noted. Following balloon aortic valvuloplasty (bav), a commander delivery system and 29mm sapien 3 valve were advanced through the esheath. No issues were encountered while the delivery system was advanced through the sheath; however, difficulties were encountered with the valve existing the sheath. While considering the amount of force being used to push the valve out of the sheath, the team discussed removing the devices and preparing new ones. The decision was made to try one more attempt to push the valve out. The valve was able to be pushed out of the sheath. The valve was successfully positioned and deployed where intended. The delivery system was then removed without complications. No damage to the delivery system was observed. The esheath was then withdrawn. Upon removal of the sheath, a tear at the distal tip was observed. A portion of the tip was noted to be ¿almost ripped completely off¿. No patient injury or vascular injuries were reported. The procedure was completed and the patient was transferred in stable condition. The access vessel minimum luminal diameter measured 6.9mm. Per pre-op CT, vessel calcification and tortuosity was noted with no degree provided.